Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 700cc mentor smooth round moderate profile prosthesis (right) and an unspecified mentor saline breast implant (left) experienced bilateral grade ii capsular contracture postoperatively. As a result, the patient underwent a revision surgery for the capsular contracture on (B)(6) 2021. During removal, the right-sided implant was inadvertently ruptured by the surgeon. Therefore, the right-sided device was replaced with a 700cc mentor smooth round moderate profile prosthesis (catalog #: 3501697). This report is for the left-sided prosthesis.